Manufacturer narrative:
Additional event information received (updated b5). Device evaluation: the device was returned for investigation. The device was visually inspected. There was no evidence of the reported problem in the event log. Three separate delivery accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications. There is damage to the rear housing. The root cause of the reported problem cannot be established. An expulsor assembly and rear housing will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
No patient was involved.

Event description:
An over infusion was reported as well a the rear case was damaged on a smiths medical pump; no adverse patient effects were reported.